Event description:
The pt was having pain so the surgeon revised. An osteotomy had to be performed to remove the stem. Three dall-miles cables were also used.

Manufacturer narrative:
A review of the device history records indicated that the reported devices were manufactured and accepted into the final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.